Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior. It was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the customer used multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support initiated actions to provide a replacement pump with updated software and arranged for the return of the problematic pump. They confirmed shipping details, provided necessary instructions, and ensured the customer would receive training through their tandem source account.